Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed a no delivery, batter out limit and failed battery test. The customer's blood glucose level at the time of the event was 227 mg/dl. This issues were not resolved during troubleshooting. The insulin pump will not be returned for analysis.